Manufacturer narrative:
(B)(4): (death).

Event description:
Approximately 4 months post index procedure, the patient died at home from a cardiac arrhythmia due to coronary artery disease and contributing copd, as noted on the death certificate worksheet. The cardiologist noted that the patient had been seen in the office and their defibrillator was interrogated and functioning normally. The cardiologist noted that the patient subsequently went home and lost consciousness while conversing. They were not able to be successfully resuscitated and was pronounced dead of a cardio-pulmonary arrest. The patient had no complaints of chest pressure or chest pain when seen in the office. The cardiologist noted that the patient most likely suffered a primary arrhythmic event, and unlikely to have suffered an acute infarction. The site reported a sudden death. No autopsy was performed and no final death certificate is available for review. Ref MFR # 2953200-2011-00098.

Manufacturer narrative:
(B)(4).

Event description:
The clinical events committee (cec) adjudicated that the patient suffered an mi approximately 3 months post the index procedure.

Event description:
Pt rec'd one endeavor sprint rx drug-eluting stent to the proximal lcx during the index procedure. Approx 3 months post index procedure, the pt had underwent a revascularization due to objective signs of ischemia at rest (ECG changes) or during exercise test (or equivalent) presumably related to the target vessel. The pt had one endeavor sprint stent implanted to the 1st diagonal. The investigator did not assess the relationship between the event and the study device or the study drug. Approx three and half months after the index procedure is reported that the pt died at a family member's home, the cause of death is unk, the investigator has indicated that it was not related to the study device, procedure or drug and that it was not associated with a myocardial infarction or stent thrombosis. (Ref MFR # 2953200-2011-00098-1).